Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), 409 mg/dl, and 390 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zones, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, readings 382 mg/dl, 409 mg/dl and 20 mg/dl were found in the device's internal memory log within 10 mins. Note: customer did not know how they prepared the test site before obtaining samples, if they ate between glucose tests, or if they excessively squeezed the test site to obtain a sample.